Event description:
The pt, an 18-yr-old female, sustained a diaphyseal fracture of the left femur in a motor vehicle accident about six months prior to the replacement. This rod was replaced at another facility by the same orthopedic surgeon, who replaced the rod at rptr's facility. On 5/19/94 an x-ray was taken which revealed a non-union of the fracture and a fracture of the distal portion of the rod. Prior to removing the rod, several attempts were made, unsuccessfully, to pass extracting wires down the center of the rod to engage the distal piece of the rod. In the operating room the original rod was removed without incident, however, the orthopedic surgeon elected to leave the distal segment of the rod in place. A 10 mm rod was then placed into the femur, bridging the fracture site, contacting the distal fragment of the prior rod, and securing to the distal piece of the rod.